Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "is not working." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "is not working? Was confirmed during device evaluation as a downstream occlusion sensor issue. The root cause was due to the downstream occlusion sensor being out of calibration. The downstream occlusion sensor was recalibrated to correct the reported condition.